Event description:
Philips received a complaint from the mechanical engineer (me) on the v60 indicating that error code 1102 primary alarm failed occurred during pre-delivery checking in the sales office. The device kept operating when the alarm occurred. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The authorized service provider (asp) evaluated the device and confirmed the reported problem, and the occurrence record of the alarm was also confirmed in the event log. The speaker #2 was replaced to resolve the reported problem. The device passed the required performance verification tests per philips standards and was returned to service.